Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) device, the delivery system slipped, and it was not noticed that the tool was extremely pushed against the cardiac wall; possibly causing tamponade. After leaving the catheter lab, the patient experienced decreased blood pressure and nausea. Echocardiography confirmed pericardial effusion, and a pericardial drain was introduced. The patient¿s condition stabilized. The device remains in use. No further patient complications have been reported as a result of this event.